Event description:
During a bilary stenting procedure on a male patient, the balloon ruptured inside the patient when inflating it. The balloon got stuck on the stent and the physical had great difficulty to try to get it out of the patient. The doctor placed the wallstent and advanced the sheath into the top of the stent. Then advanced the balloon catheter over the wire into the center of the stent. The sheath covered the balloon until it needed to be dilated. As the doctor inflated the balloon, it burst circumferentially at the proximal end before reaching its nominal pressure. By splitting this way, the bottom part of the balloon folded inside out. The doctor stated that when he was inflating, the balloon felt like a 'complaint' balloon. He then tried to pull the balloon back through the 8fr sheath. The doctor pulled hard and this caused the balloon to stretch. He then tried advancing the sheath further into the duodenum but that didn't work. So he had to cut the balloon at the proximal end in order to pass a 9/10fr sheath over it. Then he was able to remove the balloon. No section of the device was left in the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), and a visual inspection was conducted for the purpose of this investigation. One catheter was returned for investigation. A visual examination of the catheter noted the balloon is broken circumferentially. The device is inspected per qc. 100% check balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. A definitive root cause cannot be determined. Cook will continue to monitor for similar events.